Event description:
Boston scientific received information that during a follow up visit this right ventricular (rv) lead had high out of range impedance measurements. The patient had high pacing thresholds contributing to loss of capture. A lead fracture near the clavicle was confirmed. The patient was hospitalized and a revision procedure will be performed in the near future. No additional adverse patient effects were reported.

Event description:
Additional information was received. A revision procedure was performed and a new lead was implanted. This lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available, this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.